Manufacturer narrative:
Product event summary: the catheter was returned and analyzed. Analysis was performed and no anomalies were found. The mechanical operation of the catheter shaft was bent. Visual summary analysis of the catheter indicated damage at implant.

Event description:
It was reported that during an ablation procedure, the tip of the catheter looked bent under the ensite display. The physician attempted to change the catheter cable, however, the problem still existed. The procedure was completed with the same catheter, although difficulty was expressed.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).